Event description:
The pt reportedly experienced intermittencies and overly loud stimulation. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. Testing confirmed that the device is not functioning properly. Surgery to explant the pt's device has been scheduled.